Event description:
The customer reported that the 9800 system would not fluoroscopy and would not display an image. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The video connections were reseated. The system was tested and operates as intended.